Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information (identified via b3 and b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, defective image occurred due to charged coupler device (ccd) failure. The cause of the ccd failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the reported issue occurred during pre-use inspection of an unknown procedure.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the scope mount was wobbling, and appearance defect was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had bad image. There was no harm or user injury reported due to the event.